Event description:
During the implantation procedure, after this pacemaker was attached the leads, the ventricular lead would not change from unipolar to bipolar configuration and there was intermittent capture. The setscrew was tight during the tug test. This device was not implanted, a new pacemaker was implanted successfully using the same lead.

Manufacturer narrative:
(B)(6) 2010: the analysis on this device is pending.